Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer reported that they received a failed battery test and the battery icon was empty. The customer reported that the insulin pump was freezing up. The customer's blood glucose was 570 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to clear the button error alarm. The insulin pump will not be returned for analysis.